Event description:
It was reported that the stylet wire got stuck in lead at end of procedure after was placed in vessel. The doctor tried to pull wire out, but was unsuccessful. The left ventricular (lv) lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. Competitor guidewire received in lead. It was able to remove. Performed guidewire insertion test using medtronic guidewire, result failed. Visual inspection found distal conductor blood obstructed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.